Event description:
Per the clinic, the patient experienced an infection at the implant site and was hospitalised for administration of IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
The device analysis report attached.